Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose level at the time of the hospitalization was 1000 mg/dl. Troubleshooting was advised but customer declined. Healthcare provider states customer did not respond to high blood glucose. Customer current blood glucose was 315 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.